Event description:
The catheter was exchanged due to "catheter ruption". The pump was used to deliver baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.